Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer stated that the insulin pump battery was removed overnight and currently the insulin pump would not turn on at all. The customer was assisted with troubleshooting and the display did not return even after new battery has been used. The customer was advised to removed the battery for 2 hours and call back if blank display issue would not get resolved. Customer stated that she would like to get a replacement insulin pump. Advised customer that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector at electronic board was properly connected. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.